Event description:
It was reported that the health care professional was able to aspirate the reservoir, but unable to fill it. This was a new 40ml pump and the pump was filled to 20ml and wouldn¿t fill further. The pump was not used because of the refilling and aspiration issue at implant. No other intervention was performed with the pump. It was later reported that the scrub nurse inserted the needle on the back table and noted an issue with the "draw solution" from the new pump. There was no back pressure and no fluid came out; the syringe drew back easily. The syringe was switched and they were able to draw ~37cc of fluid. When they went to fill the pump it would take no more than ~20cc. A different pump was used.

Manufacturer narrative:
Concomitant product: product ID neu_refill needle, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.